Manufacturer narrative:
(B)(6). A product investigation was completed: the screw was found broken at screw-head's edge. The broken part is missing. Furthermore we found slightly mechanical damages on collet and screw. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Based on the investigation results and without broken part we cannot determine the exact root cause. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Additional device product codes: mnh, mni, kwq, kwp. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Reporter phone number is not available for reporting. A review of the device history records has been requested and is currently pending completion. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery for spondylolisthesis, covering l4-l5, on (B)(6) 2017, while the surgeon was inserting the reported screw it became disconnected from the screwdriver. Although he tried to re-connect them inside the patient¿s body, he could not. As a result, the screwdriver unexpectedly pressed the screw further. Then the screw raised the collet. Finally, the collet broke the head of the screw. He removed the broken head, used a replacement, and completed the surgery without a delay. There is no information available about surgical outcome. The patient is stable. Concomitant device reported: screwdriver (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: part #: 04.632.735, lot#: 6733286 (non-sterile) - 7.0mm ti matrix polyaxial screw 35mm thread length. Quantity (B)(4). Components were reviewed. Part 04.632.420.2 body, lot 6732154. Part 04.632.420.3 collet, lot 6725006. Part 21039, lot 6597303. Inspection sheet for 7 mm ti matrix bone screw assembly matrix screws reviewed. Inspection sheet for 7.0mm matrix ti screw dual core, double lead meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 29-jul-2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.